Event description:
Reporting status: serious injury/medical intervention/permanent impairment. Reporting rationale: myocardial infarction is considered to be permanent damage. Device issue: no device malfunction has been reported. Info received via a maude event report. It was reported that the proximal left anterior descending (lad) lesion was pre-dilated and then a 3.0 x 18 xience v stent was deployed to treat the lesion. The final film revealed no residual stenosis. Later, the pt complained of right arm and chest pain, nausea, diaphoresis and shortness of breath. An ECG showed anterior epicardial injury and the pt was taken back to the cath lab. The proximal lad was found to be 100% occluded. The proximal lad was pre-dilated and a thrombus removing catheter was used to remove a significant amount of thrombus. A 2.75 x 18 xience v stent was deployed distally to the previously implanted stent in an overlapping fashion to treat what was felt to be a distal dissection. Post dilatation was done and timi iii flow was restored and the stents were noted to be widely patent. No additional event or pt info is available.

Manufacturer narrative:
(Diaphoresis).